Event description:
According to the reporter, during normal use, it was observed that the blue (venous) luer adapter had a crack and leak was noted. There was no blood loss and blood transfusion was not required. The luer adapter was repaired as the intervention/treatment required for the leakage, nothing unusual was observed on the device prior to use, priming was performed with normal result, there was no other product utilized with the device, the blood of the patient was safely returned, there was no medical intervention done to the patient and the cleaning agent was allowed to dry thoroughly prior to applying the ointment to the area. The treatment was completed after the luer adapter was repaired by using the home made method (repaired the luer lock adapter using some tubes and luer lock available in the hospital), there was no instrument used to loosen or tighten the device, octanisept was used as the cleaning agent on the device and to clean the adapters. There was a luer adapter issue (broken) and there was no patient symptoms or complications associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.